Manufacturer narrative:
(B)(4). Report source: foreign: the event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the device fractured during use. No further information is available.

Manufacturer narrative:
(UDI): (B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the plastic handle had fractured with the sheath but is held together by the metal needle. Sem results noted: the wire which was contained in the fractured component is bent in the same region as the fracture. Rivers lines, as well as a possible bending hinge are also visible on the fracture surface, consistent with a bending overload fracture. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to use error as the device handle should never be put under a bending moment. Per the surgical technique: the angle of insertion must be the same trajectory as the pilot hole and it is noted that it may be necessary to seat the anchor by lightly tapping the back of the inserter with a small mallet to promote advancement of the implant into the bone tunnel. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.